Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump keeps asking to change battery every 2-3 days. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported receiving the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. Issue was resolved by replacing the battery. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-1880l.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was found on: 07/23/2025 16:30:18.000. 07/27/2025 12:00:34.000. Low battery alert was found on: 07/23/2025 12:58:00.000. 07/27/2025 11:30:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. No unexpected low battery alert noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 07/27/2025 11:30:00 faster than expected at 3.79 days. Battery cycle 2 received the lowbatteryalert (104) on 07/23/2025 12:58:00 faster than expected at 3.59 days. Battery cycle 3 received the lowbatteryalert (104) on 07/19/2025 13:46:00 faster than expected at 3.76 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 27-jul-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. Unexpected battery power loss and intermittent high sleep current measurement were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. The pump passed all the required testing except sleep current measurement. Customer alleged for unexpected battery power loss and intermittent high sleep current measurement were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.